Event description:
A us distributor reported that a patient was experiencing ecgs non-functional messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt was unable to pass a falloff test. The cause for failure was isolated to a defective r4 component on the ECG "d" cable. The root cause for the damaged r4 could not be positively identified. No adverse event resulted from the damaged belt.